Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was returned for alleged damage to the belt clip rails on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, cracked retainer, cracked keypad overlay, scratched keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where broken belt clip rails was noted. (B)(4).